Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. The user report contains vague information about the failure. It is reported that the helix broke and detached from the rest of the catheter. Therefore, the investigation for the reported break can be confirmed. A broken helix can have various reasons. A clear root cause could not be established based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment of a superficial femoral artery (sfa) occlusion, a rotarex catheter was used over a 0.014" wire following confirmation of true lumen via intravascular ultrasound (ivus). Shortly after activation, the patient experienced pain, prompting the operator to stop and reposition the device. Pain recurred upon reactivation, and the catheter was removed. It was further reported that the device did not clutch out, and activation time was minimal. Balloon dilation was then attempted. Upon insertion, it was discovered that the rotarex helix had detached and was lodged in the mid sfa. Pedal access was obtained, and the fragment was successfully retrieved. A second rotarex catheter was used via the pedal approach to complete the procedure successfully.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix fracture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. The user report contains vague information about the failure. It is reported that the helix broke and detached from the rest of the catheter. Therefore, the investigation for the reported break can be confirmed. A broken helix can have various reasons. A clear root cause could not be established based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B2, d4 (medical device expiration date), g3, h6 (component, method). B1, b5, d2b (mcw; dqx), d3, d4 (unique identifier (UDI) #), g1, g4, h1, h6 (patient). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment of a superficial femoral artery (sfa) occlusion, a rotarex catheter was used over a 0.014" wire following confirmation of true lumen via intravascular ultrasound (ivus). Shortly after activation, the patient experienced pain, prompting the operator to stop and reposition the device. Pain recurred upon reactivation, and the catheter was removed. It was further reported that the device did not clutch out, and activation time was minimal. Balloon dilation was then attempted. Upon insertion, it was discovered that the rotarex helix had detached and was lodged in the mid sfa. Pedal access was obtained, and the fragment was successfully retrieved. A second rotarex catheter was used via the pedal approach to complete the procedure successfully.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 08/2023).

Event description:
It was reported that during a procedure, the helix of the device was allegedly broken. The device was removed and the procedure was completed using another device. There was no reported patient injury.